Event description:
A report was received that the patient had unresolved radicular thoracic pain and an area of irritation since the implant of the lead. The physician was not sure if it was device or procedure related. The patient underwent a revision procedure. No malfunction suspected. The patient was reportedly doing well postoperatively.